Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer's blood glucose level was 600 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose. Customer stated their reservoir were not locking in place with the infusion set tubing. Customer tried to use their most recent set even though the infusion set would not attach to their reservoir. It was unknown whether the customer was using auto mode feature or not. The insulin pump will not be returned for analysis.